Manufacturer narrative:
A ge representative evaluated the system and corrected the problem while replacing the monitor under another case. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the video monitor is too loose. No pt injury was reported.